Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported during a normal device replacement, the screw of the header could not be loosen. The device was removed. The patient condition is okay.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. Upon receipt, the header was found to be extremely damaged and a portion of the header was missing. Visual inspection noted silicone, septum material inside the set screw hex cavity, which was the cause of the set screw anomaly. Though silicone was observed in the set screw hex cavity, the cause of the inability to remove the lead could not be determined due to extensive damage observed on the device header.